Event description:
It was reported that following a successful adiana procedure for permanent contraception, the patient is approximately "6 months" pregnant and has "kidney" failure. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the adiana generator not provided by the complainant. (B)(4) - pregnancy following permanent contraception. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional information is received, a supplemental medwatch will be filed. Reference internal complaint (B)(4).